Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A13 was coded for the image transfer issue. A1102 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system displayed an error message that read, "exam size is too large, restricted use for manual registration." An image was taken of a patient's spine, uploaded to the picture archiving and communication system (pacs), and then downloaded into the navigation system. While troubleshooting, the site reformatted the image from "512x512 pixels 38 fov" to "400x395 pixel 30 fov" and the error message cleared. The issue was resolved after troubleshooting. There was no patient involvement.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software investigation analysis was initiated to determine the probable cause of the issue through log/archive analysis. Analysis found that among the computed tomography (CT) exams, CT-1 displayed a "restricted use" warning because the size of the exam exceeded the software's acceptable limit as defined by the navigation system image protocol. The protocol specifies the maximum allowable exam size as 52428800 (calculated as x-axis pixels × y-axis pixels × # slices). In this case, the CT-1 exam size was 512 × 512 × 435 slices, which exceeded the defined limit. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.